Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, intermittent image and a failed leak test between rear cover and ring. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to damaged cable, intermittent image due to faulty charge coupled device (ccd), and a failed leak test between the rear cover and ring, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head displayed color bars in the image. There were no reports of patient harm.